Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an occlusion alarm. There was no impact to the customer's blood glucose level. As the reported issue occurred in the past, troubleshooting to determine a possible cause of the occlusion was unable to be performed.